Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer was advised to reset the pump, and they indicated they would contact technical support once home to assist with the reset process. The customer mentioned similar past malfunctions, which they resolved by turning the pump off and on. Technical support planned to check the pump's history to see if the reset resolves the current and past malfunctions. Upon follow up caller reset pump on their own prior to calling back in. Caller was able to restart sensor session and resume insulin.